Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father verified the transmitter ID was correct, no applications were running in the background, no extra bluetooth devices were connected to smart device, then attempted to re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.